Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID: {l-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34 valve in a patient with calcified anatomy, the valve was extremely constrained after deployment to a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon; however, the valve subsequently dislodged in the aortic direction. The depth following dislodge was -3 mm on the ncc and 0 mm on the lcc. The valve dislodgement resulted in a paravalvular leak. A 29 mm non-medtronic valve was implanted as a treatment.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Section d referenced the main component of the system and the initial medwatch reported other medical products in use during the event. An additional medical product used during the event includes: medtronic; product ID: gawbc30; product lot number: unknown; product type: {0195-heart valves}; implant date: not implantable. Corrected data: e2 and 3. Initial reporter occupation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34 valve in a patient with calcified anatomy, the valve was extremely constrained after deployment to a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon; however, the valve subsequently dislodged in the aortic direction. The depth following dislodge was -3 mm on the ncc and 0 mm on the lcc. The valve dislodgement resulted in a paravalvular leak (pvl). A 29 mm non-medtronic valve was implanted as a treatment. Additional information was received to report the deployment starting point was at the bottom of the pigtail catheter. A medtronic guidewire was used for the procedure. Following valve dislodgement, severe pvl was observed.